Event description:
The customer reported that the cx50 ultrasound sys monitor displayed the "restart" error message during use in the emergency room. The pt expired. There is no casual correlation between the death and the cx50 ultrasound system.

Manufacturer narrative:
(B)(4). The customer reported that the sys monitor displayed the "restart" error message during use. The field svc engineer (fse) reported that the channel board failed causing the "restart" error message. The fse replaced the channel board to resolve this issue. The customer reported there was no casual correlation between the pt death and the cx50 ultrasound system.